Event description:
Pt presented requesting that the implants be placed lower and that the grade ii capsular contraction be relieved. Pt's post-op diagnosis is bilateral capsular contraction and ptosis.